Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "constant upstream occlusions" were confirmed through review of the event history log. Evaluation found that the reading from the ultrasonic sensor was below specification due to a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump was having "constant upstream occlusion alarms." It was also reported that there was no pt injury.